Manufacturer narrative:
The electrical module, pneumatic module and the oxygen cell were replaced to fix the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the air is coming out hot and heating up the unit. The patient involvement is unknown.